Event description:
It was further reported that in (B)(6) of 2013, coronary angiography revealed that the apex of the left anterior descending artery (lad) was occluded; there was 50% distal stenosis with a kink. The two balloons used in a kissing balloon technique for post-dilation are corrected from 3.0x15mm and 2.7x12mm balloons to 3.25x15mm and 2.75xmm balloons. The following day the CT of the patient¿s head revealed a large lobar and extensive intraventricular and subarachnoid intracranial hemorrhage with suspected left uncal herniation. The eeg showed that the patient was clinically brain dead.

Event description:
It was further reported that during the procedure performed in (B)(6) 2013, there was mild, in-stent restenosis of the 2.25x20mm promus element plus stent that was implanted in the left anterior descending artery (lad). After the 3.50x24mm promus stent was placed in the proximal lad in (B)(6) 2013, it was noted that the stent was under expanded. After the standard post-dilation, the subject underwent re-inflations multiple times using a quantum and ptca balloon. It was noted that the left main coronary artery (lmca)/lad stenting was done in order to complete bifurcation stenting and was not done due to stenosis in the lmca/lad. The patient also experienced respiratory failure and was treated with medications and underwent intubation. The following day the patient experienced an event of intracerebral hemorrhage. The patient was treated with medications; however, the patient died due to the intracerebral hemorrhage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the procedure performed in (B)(6) 2013, thrombus developed at the origin of the circumflex artery and the left anterior descending artery.

Event description:
Same case as MDR ID: 2134265-2013-07127, 2134265-2013-07131, 2134265-2013-07132, 2134265-2013-06487, 2134265-2013-06488, 2134265-2013-06529, 2134265-2013-06528, 2134265-2013-06530. (B)(4). It was reported that post a stenting treatment procedure the patient died. In (B)(6) 2009, the patient presented with silent ischemia and coronary disease. Access was obtained via the right femoral artery. The target lesion was located in the 95% stenosed proximal left anterior descending artery (lad) with a length of 20mm and a reference vessel diameter of 2.50mm. The lesion was predilated with a 2.0x20mm maverick balloon at 8atms and then a 2.50x28mm promus stent was placed. An additional 2.50x18/20mm promus stent was deployed at 18atms, overlapping the first stent, due to inadequate lesion coverage. The lesion was post dilated with a 2.7x20mm quantum balloon at 20atms with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized due to a recent non-st elevated myocardial infarction and coronary artery stenosis. Cardiac catheterization was performed and access was obtained via the right femoral artery. The 75% stenosed lad was predilated and a 2.25x20mm promus stent was deployed at 12atms. The lesion was post dilated with a 2.7x12mm quantum balloon at 12atms. The following day the event was resolved without residual effects and the patient was discharged. In (B)(6) 2013, the patient had elevated cardiac enzymes consistent with an mi and the patient was hospitalized. Cardiac catheterization was performed and access was obtained via the right femoral artery. The 95% stenosed circumflex (cx) lesion was predilated with a 2.25x15mm maverick balloon at 8atms and then a 2.7x24mm promus stent was deployed at 14atms. The lesion was post dilated with a 2.75x15mm quantum balloon at 20atms; however, the ostium of the cx still looked irregular. Using a crush technique, a 2.75x12mm promus stent was placed in the cx at 14atms and a 3.5x24mm promus stent was placed in the lad at 20atms. The cx was then dilated with a 1.5x12mm apex push balloon at 14atms and post dilated with a 2.75x12 quantum balloon at 14atms. A kissing balloon technique was then used with a 3.0x15mm quantum balloon at 12atms in the lad and a 2.7x12mm quantum balloon at 14atms in cx. Following the kissing balloon technique, thrombus developed at the origin of the cx, exiting into the left femoral artery. An intra-aortic balloon pump was inserted and reopro and angiomax were given. Repeat angiography revealed improvement in thrombus, but there was still slow flow in the apex of lad and surgery was consulted and patient was taken to the operating room for emergent CABG. The patient was in the intensive care unit overnight on the ventilator. The following morning, the patient was taken back for a second look angiogram which revealed two-vessel disease with very apical lad disease and 25% ostial cx disease with nonocclusive thrombus and an ejection fraction over 55. A CT of the patient¿s head was performed and a large 7cm lobar hemorrhage was found. The patient later expired that day.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).